Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 09/28/1999 at a retailer vendor. On 10/06/1998, she sought medical treatment for infection at the ear piercing site. The site was treated and antibiotics given.